Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 309.068 (internal 36598), lot: 9828788 , manufacturing site: bettlach, release to warehouse date: 19. Apr. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: visual inspection: the pictures of the spare reamer tube (part # 309.068, lot # 9828788, mfg # 19-apr-2016) was received at us cq. The pictures show the spare reamer tube broken. This is consistent with the reported complaint condition, thus confirming the complaint. As the device was not returned an as received, dimensional, material or drawing reviews are not applicable. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent removal of synthetic material + implante tecnimed (rod). During the procedure, while the doctor was removing the screw head that no longer accepts the key with the aid of the spare reamer tube, the tip of the spare reamer tube broke. Fragments were generated from the broken device but were removed with no additional intervention. The procedure was successfully completed with no surgical delay. The patient status is unknown. This is report 1 of 2 for (B)(4).